Manufacturer narrative:
The t:slim x2 g6 user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive after the customer took the pump in the water. The customer's blood glucose was 97 mg/dl. Reportedly, customer continued to use the pump for insulin therapy as the customer reported that the pump touchscreen was ultimately responsive.